Manufacturer narrative:
The autopulse platform associated with this complaint will not be returned for evaluation. Customer has declined the service due to an aging device and cost. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.